Event description:
Same case as MFR # 2134265-2012-05743. It was reported that during a treatment procedure, a device became stuck on the diagnostic catheter. Access was obtained via the groin. The physician advanced a non-bsc guide wire and 6f expo diagnostic catheter to the target lesion. When the physician withdrew the guide wire, the spiral tip became stuck on the 6f expo diagnostic catheter. As the physician attempted to disengage the guide wire, the 6f expo became kinked and the physician was unable to remove the guide wire. The physician attempted to remove the non-bsc introducer sheath. The physician was able to successfully remove the diagnostic catheter and introducer sheath as a unit. The procedure was completed with another 6f expo diagnostic catheter. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified a shaft kink 35.5cm from the hub. The shaft was flat/twisted 35.5 - 52cm from the hub. There was no other damage to the catheter. Three guide wires were received, all with multiple bends. One of the wires was advanced through the catheter, but could not pass through the flattened/twisted shaft. Two introducer sheaths were received with shaft and tip damage. The catheter was able to be advanced through a new, undamaged sheath with no unusual resistance. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2012-05743. It was reported that during a treatment procedure, a device became stuck on the diagnostic catheter. Access was obtained via the groin. The physician advanced a non-bsc guide wire and 6f expo diagnostic catheter to the target lesion. When the physician withdrew the guide wire, the spiral tip became stuck on the 6f expo diagnostic catheter. As the physician attempted to disengage the guide wire, the 6f expo became kinked and the physician was unable to remove the guide wire. The physician attempted to remove the non-bsc introducer sheath. The physician was able to successfully remove the diagnostic catheter and introducer sheath as a unit. The procedure was completed with another 6f expo diagnostic catheter. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4).